Event description:
It was reported the epiq elite ultrasound system along with an el18-4 transducer were producing images during a breast scan that were not able to diagnose anechoic cycts accurately. Patients had unnecessary aspirations of cysts. The customer is currently using an l12-5 transducer and obtaining additional images to prevent treatment of anechoic cysts. No further information was provided. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The investigation findings determined the system was working as designed with the autoscan feature. The customer was provided with recommendations to help modify settings to better suit their imaging preferences, and no further similar issues have been reported.